Event description:
Upon review of medical records for another file it was noted that this peritoneal dialysis patient was diagnosed with peritonitis on (B)(6) 2013. The patient was started on intra-peritoneal antibiotics on 05/09/2013 for suspected peritonitis. On 05/16/2013, the peritoneal effluent culture and sensitivity that showed elevated white blood cell's, but no growth. The patient continued on antibiotics and was admitted on (B)(6) 2013 with diagnoses of peritonitis, diarrhea, pericardial rub, hyperkalemia and end stage renal disease. During hospitalization, patient was administered intra-peritoneal vancomycin. White blood cell count decreased and patient was discharged on 07/19/2013 continuing on vancomycin and to resume dialysis.

Manufacturer narrative:
The patient is a (B)(6) year old male who was diagnosed with peritonitis on (B)(6) 2013. The culture and sensitivity showed elevated wbc's and pmn's and patient continued with antibiotics. This patient continued treatment with intra-peritoneal vancomycin two months prior to hospitalization but, was later admitted into the hospital on 07/12/2013, with an elevated wbc and diagnosis of peritonitis. Patient was stabilized while in the hospital and discharged to continue on ip vancomycin at dialysis. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. There is no documentation in the medical record that indicates there is a causal effect between the liberty cycler and the peritonitis. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.